Event description:
It was reported that a patient underwent an episiotomy on an unknown date and suture was used. The patient experienced a wound dehiscence and infection. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. Additional information: the actual device batch number associated with this event is not known. Four possible batch numbers are reported as follows: batch hcz582, batch hd6709, batch gl5698, batch glk819.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: representative samples were returned for packaging evaluation. Upon visual examination, no breaches were observed regarding the sterile barrier pouch. Packaging was intact and did not show signs of damage. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch hcz582, batch hd6709, batch gl5698, batch glk819.